Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, it was reported that the patient experienced a CGM inaccuracy. Prior to the call, the patient reported taking Tylenol No. 2 with Codeine (300 mg + 15 mg) earlier that day and later she felt "funny" and reported vomiting. The patient noticed that the CGM showed a "HIGH" reading and later showed approximately 259 mg/dL and no BGM check was performed which prompted the patient to seek medical attention around 11:00 AM or 12:00 PM. During the call, the patient stated that during ambulance transport, Emergency medical services (EMS) obtained a BGM reading of approximately 240 mg/dL, while the CGM continued to show higher glucose values (unspecified). She did not confirm who called the EMS and upon arrival at the hospital, glucose readings remained in the 200s mg/dL but were lower than the CGM readings (unspecified). The patient reported staying at the hospital for approximately 2.5 hours and received treatment with IV fluids, glucagon, and Angiotensin (unknown dosage, route, amount and frequency). Before discharge, the patient noted that the CGM was showing 120 mg/dL while the hospital's BG FS reading was 101 mg/dL. The patient also said that she was feeling a little bit better after discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. Before discharged, the reported glucose values fall within the A zone of the Parkes Error Grid. The data investigation did not find blood glucose calibration values to compare to CGM values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.